Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two transparent casings which house the implant were tightly stuck together resulting in the scrub nurse was unable to remove the inner sterile case, we had to open another implant which was opened and used without problem. Doi: unknown; dor: unknown; unknown affected side.